Event description:
Following heart catheterization, the abbot perclose device was deployed and advanced for suture closure. After successful suture deployment and foot pad retraction, the perclose device would not retract from the artery. With the perclose manufacturer representative present and making recommendations, multiple manipulations and attempts were performed to free the device, but without success. Further consultation was made with a vascular surgeon to complete a cut-down, visualization and retraction of the device in the artery. Patient was transferred to another hospital were the vascular surgeon performed the cut-down procedure, which was successful in removing the device.